Event description:
The pt reported that her device had malfunctioned five months after system placement; the leads would "pull on the pt's nerves" and the "implanted system hurts her." She had experienced nausea, severe headache, and motor weakness; the symptoms had been detected at the lead location and at the area of paresthesia. The representative redirected the pt to report symptoms to the hcp. Add'l info has been requested from the physician. Refer to MFR report #2182207200800778 and 2182207200800783.